Manufacturer narrative:
The patient was prescribed "thromycin". Additional information was unable to be obtained as the nurse will not be following up with the patient and, therefore, declined to be contacted for follow up information. The DHR and lot review could not be conducted as the lot number was not reported.

Event description:
A patient was injected with radiesse to the nose in (B)(6) on (B)(6) 2015. No details on the injector in (B)(6) on (B)(6) 2015. No details on the injector in (B)(6) were available. The patient presented to the "(B)(6)" (in the (B)(6)) on an unknown date and was seen by a nurse. The patient had bruising and necrosis on the nose. The nurse examined patient and said the "tissue underneath looks very grim."